Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, but blood noted on helix mechanism; full lead returned and analyzed.

Event description:
It was reported the lead was attempted, but not used due to sensing difficulty, positioning difficulty and a non-operational helix. A new lead was successfully implanted. No patient complications were reported as a result of this event.

Event description:
It was reported the lead was attempted, but not used due to sensing difficulty, positioning difficulty and a non-operational helix. A new lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.